Manufacturer narrative:
Patient weight is not available from the facility.

Event description:
It was reported that during an in-stent restenosis in the patient's lad, a perforation occurred. Reportedly, multiple passes had been completed with the elca device, until a perforation of lad was identified. A stent and graft-master were utilized which brought the patient's blood pressure back up. The patient fully recovered and outcome was good.